Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/29/2019 and it was noted that it was returned in the condition reported as the brim cap was detached from the hub. This issue remains reportable. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufacturing record evaluation and manufactured date have been provided on 4/4/2019. Therefore, manufactured date has been populated. A manufacturing record evaluation was performed for the finished device 00001061 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a detached brim cap device malfunction occurred. During withdrawal of the catheter, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. The detached brim cap was assessed as a reportable malfunction.

Manufacturer narrative:
Additional investigation was performed on this device. Therefore, the investigation summary has been updated and completed on april 16, 2020. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During withdrawal of the catheter, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. The device was inspected and the brim cap was observed detached from the hub, the valve and silicone ring were found detached from the hub and they were not returned for analysis. The hub was found with adhesive applied. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap issue cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Therefore, provided the updated h6. Conclusion codes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
A correction was noted on (B)(6)2019 to the returned device condition. Initially it was reported that the device was returned in the condition reported as the brim cap was detached from the hub. This issue remained reportable. However, a correction was noted to this returned condition. The brim cap, the valve and silicone ring were found detached from the hub and they were not returned for analysis with the device. No other damages were observed on the device. The brim cap issue remains reportable. The valve and silicone ring issues are also assessed as reportable issues. The awareness date for these issues is june 18, 2019. The "h6.device codes" for these issues will also be "detachment of device or device component". Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During withdrawal of the catheter, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. The device was inspected and the brim cap was observed detached from the hub, the valve and silicone ring were found detached from the hub and they were not returned for analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap cannot be determined; however an internal corrective action has been opened to investigate this issue. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
After further review, this event is not related to the internal corrective action. Manufacturer's reference number: (B)(4).